Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing as the drivetrain motor brake assembly air gap was out of specification and could not be adjusted, due to a failure of the drivetrain motor. The autopulse platform passed the initial functional testing without any faults or errors. However, the drivetrain motor brake gap inspection was performed, and it was found that the motor's brake gap is too wide and cannot be adjusted back into specification. The brake could not be adjusted because the two m3-.5 x 4mm set screws keep pulling into the recesses of the encoder shaft at the old position when tightened to the new position. The drivetrain motor needs to be replaced to remedy the issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing as the drivetrain motor brake assembly air gap was out of specification and could not be adjusted. No patient involvement.